Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: products were not returned and, an investigation could not be performed. DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional information was not provided to clarify if the complained locking cap was part of the previously implanted matrix construct (implant date unknown, explant date, (B)(6) 2015) or if the cap was to be implanted to during the revision surgery on (B)(6) 2015 and if this cap was successfully implanted or not. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure for compression fracture in region l1-l5, the screw driver shaft was broken because the driver could not remove from locking cap. A matrix system was previously implanted in region l4-l5. The surgeon was able to remove the rod and completed the surgery with delay of 15 minutes. This report is 2 of 2 for (B)(4).